Event description:
A report was received that the patient had pain at the incision site of the paddle lead almost six weeks after the scs system was implanted. The lead incision site popped open with pus coming out from it. The physician assessed the wound and believed that it was neither associated nor a complication due to the implant. The patient was administered with oral and topical antibiotics, and the wound was healing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm.